Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. The customer reported the leak has occurred with four or five reservoirs. The customer's blood glucose was over 600 mg/dl. The customer stated the leak was coming from the bottom of the reservoir. Customer was advised the leak could be an air bubble expanding. The customer declined to return the reservoir for analysis.